Event description:
An impella cpsa device was inserted via the right femoral artery in an 87-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The impella cpsa was inserted successfully following best practices. During the attempt to withdraw the abiomed 0.018 wire from the cpsa while inside the ventricle, the inflow cage and pigtail inverted on itself, folding inward and becoming unable to collapse. The pump was slowly removed, and a ¿snaring¿ technique was used from the opposite groin (left) to grab the pigtail and unfold it at the bifurcation of the iliacs. The cpsa was then removed, and a second device was inserted. There was no reported difficulty with the pump or its packaging, and the product appeared normal with no physical abnormalities. The guidewire had been shaped by the doctor with a subtle j, and there was no difficulty advancing the pump over the wire. The difficulty arose when attempting to remove the wire from the impella, which led to the pump folding in on itself into the aorta. Lateral groin access was required to snare and unfurl the pigtail. The impella cpsa device was exchanged for a second impella cp without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
B1/b2 product problem was added as it was inadvertently omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - pd-cannula assembly- (twist, bent, kinked): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.